Event description:
It was reported that there was a battery failure that could cause loss of mechanical ventilation. There was no patient involvement.

Manufacturer narrative:
No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Unique identifier: (B)(4). Legal manufacturer: (B)(4).